Event description:
It was reported that patient presented for a scheduled procedure. Prior to procedure, it was noted that right atrial (ra) lead exhibited over sensed noise. The lead was capped on (B)(6) 2024 and replaced with new lead. The patient¿s condition was stable pre and post procedure.